Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a sensation of paresthesia that was uncomfortable (shocking or jolting). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that the event was not related to the study procedure, possibly related to the neurostimulator, leads, and therapy, and not related to the external device. Actions/interventions taken included reprogramming. The outcome of the event was noted to have been recovered/resolved as of (B)(6) 2019. No further complications were reported/anticipated.